Event description:
Dr (B)(6) was using the introducer needle to place guide wires for percutaneous pedicle screw insertion. While removing the needle, the needle broke leaving approximately 1/2 inch of needle in the patients pedicle.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.